Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system appeared to be fully connected and all green status, but when an exposure was attempted, nothing happened. The system was rebooted four times before the system was able to expose. An early termination message was also received. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was intermittent and difficult to replicate. It happened twice with the 2d button the handswitch, which was then replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. It was installed in a test system and the system booted and readied multiple times without issues. When actuated, the 2d and 3d button would not acquire an image. The store button functioned as expected when pressed. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.